Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an exchanged lens following an intraocular lens (iol) implant procedure. The reason for the lens exchange is unknown at this time.

Manufacturer narrative:
Product evaluation: only half of the lens was returned. Solution was observed on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The 7.0 diopter was replaced with a 12.0 diopter. No reason was given for the exchange. The returned lens portion was in the labeled diopter range. (B)(4).